Event description:
A customer reported the system shut down on its own before surgery. The pt had received peribulbar anesthesia prior to the procedure being canceled. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).